Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 3006705815-2019-04118. It was reported that during a implant procedure manufacturer report number 1627487-2019-12248, manufacturer report number 1627487-2019-12249, manufacturer report number 1627487-2019-12250, manufacturer report number 1627487-2019-12251, manufacturer report number1627487-2019-11903, high impedances were recorded. In turn, the leads were repositioned. Effective therapy was restored post operatively.